Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported complaint could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous procedure a 6f angio-seal vip was used. The puncture site was the left common femoral artery (lcfa). There were no difficulties noted during deployment. The patient returned 6 days later with complaints of a left ischemic foot. The patient had medical history of minimal plaque in the lcfa and has had a recent lcfa angiogram.